Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated with a rent. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 125cc mentor smooth round moderate profile saline breast prosthesis on an unspecified breast. Post-operatively, the patient was diagnosed, via ultrasound, with breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023.

Manufacturer narrative:
On august 28, 2023, the mentor failure analysis lab received the device for evaluation. The patient identifier was also provided. On august 30, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 125cc breast implant had a crease/fold on the anterior view. The damage indicated by the customer in the photo received previously could be the crease/fold found. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.